Manufacturer narrative:
Unable to verify blank display and was received unresponsive, unable perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump would not turn on and had a blank screen. Customer has gone back on needles and has ended up in the hospital twice with diabetic ketoacidosis due to issues with the pump.